Manufacturer narrative:
A cardioquip customer suspected their device was contaminated due to the discoloration of the tubing and requested an internal water pathway replacement to remediate any potential contamination. Cardioquip epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Test results were outside of cardioquip specifications. Therefore, the device was sent to cardioquip for repair. The device is currently at cardioquip and once it is repaired it will be returned to specification and full functionality.

Event description:
Cardioquip (cq) service was notified by a customer via phone call that the internal tubing of this device was identified as potentially contaminated during an inspection of the internal tubing, the customer is requesting an internal water pathway replacement to address the issue. Hpc test results outside of cq specifications for water quality were received on 11/15/24, confirming device contamination.